Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomy') and cystitis interstitial ('interstitial cystitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and experienced cystitis interstitial (seriousness criterion medically significant) and scar ("scar tissue"). The patient was treated with surgery (exploratory and hysterectomy - vaginal). Essure treatment was not changed. At the time of the report, the hysterectomy, cystitis interstitial and scar outcome was unknown. The reporter considered cystitis interstitial, hysterectomy and scar to be related to essure. The reporter commented: per social media ((B)(6) 2020): she underwent hysterectomy vaginally with much care keeping the esure implants intact. Since her gynecologist did not felt that essure was cause of any of her problems that all stared after essure implant. Concerning the injuries reported in this case, the following one were reported via social media: interstitial cystitis, scar tissue and hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: information received via social media. Event "hysterectomy" added. The case was upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.